Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was not received for evaluation; however, the machine was evaluated on-site by a local biomed who reported that the alarm ¿heparin syringe not detected¿ was found in the alarm history. This alarm is unlikely to occur in case the syringe piston is locked as prescribed. However, the biomed didn¿t report any defect or anomaly of the machine was found during the evaluation. Based on the event description and on the biomed report, it is likely that when change syringe procedure was started, the user didn¿t lock the syringe plunger clip as required by the operator manual. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismax machine generated an effluent bag not detected and a heparin syringe not detected alarms during use. The clinician observed that ¿the heparin syringe has been sucked in and was completely empty¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.